Manufacturer narrative:
(B)(4). Batch # r5ad1a. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? Using manual unlocking, and pressing the unlock button again. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? First we tried to press the trigger simultaneously with the release button, it didn¿t open the jaw. Because it was in a large vessel near the liver, it was not possible to manipulate it so that this vessel was not ruptured. We then opted for manual unlocking. The device didn¿t open his jaw. Again we pressed the trigger and then pressed the unlock button and finally the jaw opened. Did the jaws eventually open? Yes, after what is described above. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pce45a device was returned with no apparent damage and with no reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this condition may be the exposure of cleaning solution. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler stapled, cut, but did not open the jaw. Used the mechanical safety release of the stapler. The procedure was completed successfully without delay and no patient consequence.